Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with f94 common failure was not confirmed or reproduced because the pump was not sent in for evaluation. No assignable cause was given and no repairs were made.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump experienced a f94 common failure; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available.